Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in a follow-up call on 13-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 209, 251 and 222mg/dl. The customer stated his expected am fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 04/30/2027 and per the customer the open vial date was months ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (per customer the first 3 readings were taken same day back-to-back within 5 minutes of each other): result 1: 209mg/dl date: (B)(6) time: 9:35am fasting result 2: 251mg/dl date: (B)(6) time: 10:15am fasting result 3 :222 mg/dl date: (B)(6) time: 10:13am fasting result 4: 115 mg/dl date: (B)(6) time: 4:31pm fasting.